Event description:
This event was discovered in a peer reviewed literature. As documented in the article (prospective randomized trial of acuseal (gore-tex) versus hemashield-finesse patching during carotid endarterectomy: early results; journal of vascular surgery 2007.01.038; originally accepted jan 11, 2007; doi:10.1016/j.jvs.2007.1.038. Authors: ali aburahma, patrick stone, sarah flaherty, zachary aburahma), the pt after receiving the acuseal patch suffered neurologic deficit in the operating room and underwent immediate intraoperative angiogram, followed by exploration with thrombectomy to remove what was felt to be white clots and was repatched. No further information in the article was provided.

Manufacturer narrative:
Review of device manufacturing records. No lot number information was supplied therefore no review of device manufacturing records could be performed.